Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item# 103202 taperloc por fmrl 7.5x135 lot# 415120; item# rd118860 m2a 38mmx60mm cup lot# 478150; item# rd118856 m2a 38mmx56mm cup lot# 679050. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 03673.

Event description:
It was reported that patient underwent a revision procedure approximately 15 years post implantation due to pain/metallosis. Patient alleged a grinding sensation, clicking and popping, pain, and wear. Findings included severe metallosis of the right hip joint. There was black terry fluid in the hip joint with metallosis synovitis and bleeding all above the hip joint anteriorly and posteriorly attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). It was confirmed device (cup) noted on this complaint was the cup that was utilized in initial procedure. Reported event was confirmed by review of operative notes. Revision op notes indicate severe metallosis, black tarry fluid in the hip joint with metallosis synovitis and bleeding all above the hip joint anteriorly and posteriorly. Femoral stem had no sign of loosening. Anterior wall of the acetabulum absent, central protusio defect noted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. Contributing condition is severe acetabulum degeneration noted in primary surgery dictation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.